Event description:
It was reported a patient's left ventricular (lv) lead presented with loss of capture. The patient reported a significant change in symptoms after lv lead placement due to the sudden increase in output of the lv lead from loss of capture. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The double bend height was measured within specification.